Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/24/2020. Corrected information: d3, g1, g2. Additional information: h6. Attempts have been made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The reported product code was mcp493g and lot pjz085. Lot pjz085 corresponds to product code mcp496g, monocryl plus 4-0 suture. Please kindly clarify if the reported issue occurred with product code mcp493g or with product code mcp496g, lot pjz085? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Batch: pjz085; expiration date: 7/31/2021. Date of mfg.: 8/6/2019; product code: mcp496g.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The reported product code was mcp493g and lot pjz085. Lot pjz085 corresponds to product code mcp496g, monocryl plus 4-0 suture. Please kindly clarify if the reported issue occurred with product code mcp493g or with product code mcp496g, lot pjz085?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture was tied subcutaneously on the patient's back. The suture was initially placed, interrupted. Two tissue passes had occurred before suture breakage. In relation to the needle, the approximate location of suture breakage was 2 inches. The suture did break in two pieces. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/18/2020. Evaluation: an empty opened foil, an empty labeled winding former, a used needle-suture piece and a suture piece were received for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected; however, marks on the needle body that appear to be by the use of surgical instrument could be observed; the sutures piece were examined, and the end wasn't broken; its cut appeared to be by use of surgical instrument. Due to the condition of the sample the functional test couldn't be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture is suggested to be by improper handling by external cause.